Event description:
User alleges that pt has been using the portex style blue line tracheostomy tube (cat #530060) for thirteen years. Pt changed to the newer style blue line tracheostomy tube (100/782/060) and has developed two infections. User does not like the different style tracheostomy flange and feels that the infection is due to not being able to stabilized the tracheostomy tube as securely as with the old style. Antibiotics were administered for one of the infections.